Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy procedure, after deploying the fast-fix 360 t1 implant, the plunger remained in the forward position and would not retract. While the grey deployment lever returned to its starting position, the plunger did not. Efforts to release the plunger by pushing the grey lever forward and back were unsuccessful. As a result, the t2 device could not be fired due to the faulty plunger. The t1 was successfully removed from the patient using an arthroscopic basket punch. The procedure was completed using a s+n backup device, resulting in a surgical delay of less than 30 minutes. No further complications were reported.